Event description:
It was reported through a remote transmission that the patient's right atrial (ra) and right ventricular (rv) lead were over-sensing noise resulted in pacing inhibition. Inappropriate mode switch episodes were noted resulted from the over-sensed noise on the ra lead. During a scheduled pacemaker exchange procedure, after opening the pocket, insulation breach was noted on the atrial lead. The ra lead was repaired. Meanwhile, programming changes were made to address the over-sensing, pacing inhibition and inappropriate mode switch episodes. The patient was in stable condition.